Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy drug-eluting stent was selected for use. However, the stent was damaged when opening the package.